Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced an adhesive event where infusion set fell off on 05-jun-2024 during use. Infusion set was used for 2 days.the blood glucose level was 11mmol/l at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information was available.